Event description:
Both tibial and femoral components were loose and easily extracted. There was cud-flow and delamination present on both sides of the polyethylene on the tibial component. Plastic was well fixed to tibial baseplate metal portion. The patella appeared to be well fixed and was left intactdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.